Manufacturer narrative:
Device mfg date was updated based on product download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported the customer received an adc freestyle libre sensor scan result of 480 mg/dl in the first 24 hours of sensor application compared to a reading of 390 mg/dl obtained on a competitor brand device. Customer experienced symptoms described as "did not remember anything", "did not answer for herself", and a loss of consciousness. Contact with an hcp was made and a reading of 47 mg/dl was obtained on the hcp meter and customer was diagnosed with hypoglycemia and treated with glucose via injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer received an adc freestyle libre sensor scan result of 480 mg/dl in the first 24 hours of sensor application compared to a reading of 390 mg/dl obtained on a competitor brand device. Customer experienced symptoms described as "did not remember anything", "did not answer for herself", and a loss of consciousness. Contact with an hcp was made and a reading of 47 mg/dl was obtained on the hcp meter and customer was diagnosed with hypoglycemia and treated with glucose via injection. There was no report of death or permanent injury associated with this event.